Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Dissociation on x-ray confirmed. Need op report, progress notes and medical records. The event was confirmed. However, the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a constrained liner disassociated from liner / cup construct. Constrained liner 2099-2254 taken out. The same was implanted. Existing in the patient was a zimmer stem. Their head ball was used that matched the taper on their stem. Head was revised but competitor product.

Event description:
It was reported that there was a constrained liner disassociated from liner / cup construct. Constrained liner 2099-2254 taken out. The same was implanted. Existing in the patient was a zimmer stem. Their head ball was used that matched the taper on their stem. Head was revised but competitor product.